Event description:
Consumer reported her daughter was given some micro mint flossers at the dentist and she just used them for the first time. The first time using them, she chipped her tooth. Her daughter is (B)(6) and now she has to go to the dentist.